Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure of this right atrial (ra) lead the physician encountered difficulties with the subclavian vein and perforated the subclavian artery. The lead had good measurements but noted that the blood pressure declined. Fluoroscopy showed there was a hemothorax causing the low blood pressure. Patient was given blood, plasma and a thorax drainage implanted to drain blood from the thorax. No additional adverse patient effects were reported.